Manufacturer narrative:
Other, other text: b3: date of event is unknown. No information received to date. One device was returned for investigation. The device was functionally tested and at power up the pump alarms with a blank screen. The reported problem is confirmed. This was caused by the reprogramming from the base unit (bottom interconnect board) to top unit (main board) was incomplete by customer. Once this was completed the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a loud noise error. No patient injury.